Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (B)(6) was confirmed via submitted log files. The log files revealed a backup battery fault alarm activating on 10jul2025 at 0:02:19 due to the backup battery not passing the load test. The alarm remained active throughout the remaining duration of the log file. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 10.829v, and the unloaded voltage measured 12.121v. The driveline was disconnected on 10jul2025, 9:34:15, consistent with the reported system controller exchange. There were no other notable alarms active throughout the reviewed duration. Pump operation was not affected. The system controller was returned for testing. The controller underwent all functional testing without issue. The backup battery fault was unable to be reproduced. Provided information revealed that the user has had this issue multiple times in the past, the backup battery was replaced and the site reported if the alarm were to recur the system controller would be exchanged. A backup battery fault with an unknown root cause resulting in an alarm was confirmed. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the system controller (B)(6) and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 emergency backup battery (ebb) faults recurred. The system controller (B)(6) was exchanged at this time. After the system controller exchange a self test was performed with no issues noted and the ebb was confirmed to be charging. The site noted the patient experienced no issues with the exchange and that the ebb faults resolved after the system controller exchange. No ebb faults recured post system controller exchange. Log file review captured ebb faults on (B)(6) 2025 due to the ebb failing the load test.